Event description:
It was reported that patient¿s stimulation was in the wrong location. It was reported that since they were implanted they have received no pain relief. It was reported the patient wanted their implantable neurostimulator (ins) and hardware removed but the patient cannot get a hold of their manufacturer representative. It was reported that the patient¿s main pain is between the shoulder blades, lower back and legs. It was reported the patient¿s second system was implanted (B)(6) 2012 and the implant did not touch or cover their pain. It was reported the patient had many reprogramming sessions with no resolution. It was reported that ¿last summer¿ the patient had a discography of their spine and found more discs breaking down high up in their spine, between their shoulder blades. It was reported that in (B)(6) 2013 the paint fell on the ice and the patient was put on steroids and when they were taken on the steroids they had increased pain in their back and legs. It was reported the reason the patient is requesting the device removal is be cause they have to have an MRI for their spinal column but it is not related to their device. It was reported that the stimulation is not beneficial when it is turned up or turned down. It was reported the patient is currently recharging weekly but thinks ¿it¿s a waste of time¿ since they are unable to use it anyways. Additional information received reported the patient had called for an appointment but the manufacturer representative was unaware of any implant issues. It was reported no diagnostic testing was done.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3550-39, lot# unknown, product type: accessory; product ID 3550-39, lot# unknown, product type: accessory; product ID 39565, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, serial number (B)(4), found the ins was functionally okay with insignificant anomalies. Analysis of the lead, lot # v850391039, found the lead body was cut through and the product was segmented. Analysis of the lead, lot # v815846014, found the lead body was cut through and the product was segmented. Analysis of anchor #1, lot # unknown, found no anomaly. Analysis of anchor #2, lot # uknown, found the silicone had been cut. Analysis of the lead, lot # unknown, found the lead body was cut through and the product was segmented.